Manufacturer narrative:
(B)(4). Visual evaluation of the returned device revealed that the balloon material was torn longitudinally for a distance of 1.5 mm in length. A visual examination of the shaft of the device noted a kink just located at 25 mm proximal to the distal end of the coil tip, inside the balloon. The root cause classification of this investigation is operational context.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon burst inside the kidney. The procedure was completed with another passport dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the shaft kinked, therefore this is now an MDR reportable event.